Event description:
Additional information was received from a manufacturer representative (rep) reporting that relevant medical history included that the patient reported to the physician that three weeks ago, upon awakening, they had severe unexplained akinesia. They increased the voltage on both sides with a friend. They did not hear any confirmation beep but during 3 days, they were back to the usual state. Then had new awakening on day 3 with unexplained severe akinesia. The patient had akinesia, freezing, trauma to the shoulder (where the ins was located) and sensation of visual flash in the left eye. So they changed from program a to b. They were better during 24 hours approximately but then installation of an akinetic state started the continuation of the events (fall with incapacity to get up alone and station on the ground prolonged, inhalation, resuscitation, then transfer in neurology on tuesday). When the manufacturer representative (rep) went to check the ins at the beginning of the week, initially therapy was off and the impedances on several contacts were <(><<)>250 ohms and they wondered if a short circuit could cause the ins to be turned off. The other hypothesis was t hat the patient deactivated the stimulation by modifying the parameters. However, both hypothesis seemed unlikely. The patient used their programmer only to change the group and the physician ensured that the patient has the ability to use the programmer without making any mistake. It was unlikely that the patient accidentally turned off their ins. The cause was not determined. The patient knew that stimulation was off due to return of symptoms (severe and uncomprehensive akinesia). Therapy was restarted with a doctor's tablet. There was no error code seen when the ins was turned back on. Technical services reviewed potential causes. Review of the session report showed that stimulation was on all the time. However, there was impedance instability (low impedance) in the electrodes used to deliver the stimulation on both group a and b.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) was contacted by the healthcare provider (hcp) regarding a patient implanted with an activa pc with a replacement in 2021 with rather low impedances (on electrodes not used for stimulation). The patient recently had a fall at home and had to be hospitalized in intensive care because of the stop of his neurostimulator (ins). The patient indicated that he had not turned off his device by himself, and had not been in contact with a strong magnetic field that could have caused his neurostimulator to stop. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.